Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system (cds), the clip opened quickly (jumped). If this were to reoccur in the anatomy, there is potential for the jumping clip to dislodge a previously implanted clip or cause tissue damage. It was reported that during preparation of the clip delivery system (cds), the clip did not open. The clip was attempted to be opened; however, there was a lot of difficulty. A click was heard, and the clip opened. The clip was closed, and attempted to be opened again, but there was difficulty and the click was heard. The lock lever was retracted further, and then retracted and advanced several times. The arm positioner was turned further in the closed direction before turning in the open direction. The arm positioner was turned to neutral, and rotated to close before turning in the open direction. Troubleshooting was successful, and the clip jumped opened. Therefore, the cds was not used and there was no patient involvement. A new cds was used in the intended procedure. There was no clinically significant delay in the intended procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was not received. Unique device identifier (UDI) number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty opening the clip. The reported noise (device operates differently than expected) was likely a secondary effect/symptom of the clip jumping open and a result of the compression on the actuator assembly releasing as the user continued to rotate the arm positioner. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported clip actuation issue was confirmed via returned device analysis. The investigation was unable to determine a conclusive cause for the clip actuation issue. The returned device analysis replicated the difficulty to open the clip; however, the clip was able to successfully open to invert smoothly during troubleshooting maneuvers. It is possible that handling of the device during clip unlocking resulted in the harness not being fully tensioned to unlock the clip, resulting in the user experience; however, this cannot be confirmed. The reported noise (device operates differently than expected) was likely a secondary effect/symptom of the clip jumping open and a result of the compression on the actuator assembly releasing as the user continued to rotate the arm positioner. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.